Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that when taking an injection the patient end of the needle bent and broke in half. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-feb-2022. Investigation summary: customer returned a single used 5mm, 31 gauge pen needle. The cannula had broken off roughly 2mm down its length, with the rest of the cannula returned separately. The remaining portion of the cannula is also skewed toward one side. This appears to be the result of stresses applied to the pen needle during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the needle bending and breaking during use. The most likely root cause of the patient end of the pen needle cannula breaking off is high stresses placed across the length of the cannula during use. H3 other text : see h10.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that when taking an injection the patient end of the needle bent and broke in half. Date of event : 2021-12-13. Samples : available.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : (B)(6). Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.